Event description:
Information was received from patient via manufacturer representative, regarding patient's implantable neurostimulator (ins). Discomfort during MRI was reported. It was reported that the patient experienced discomfort around her lead incision site during an MRI. She states she was prone in a ¿superman¿ position in order to have a bilateral wrist MRI done. Her first MRI on her left wrist was nearly complete when she experienced ¿a pulling/tingling sensation¿ at the incision site. After reporting the symptoms the MRI was stopped. Therefore, she was unable to complete her right wrist MRI. Rep did confirm with the patient that her stimulator was in MRI mode. Also, she was able to easily exit MRI mode and turn her stimulator back on. After stopping the MRI the symptoms immediately went away. Rep met with the patient today to check her stimulator. Upon interrogation, her connectivity was good and all impedances were within range. Patient has been able to use her stimulator since the MRI with no further discomfort. The issue was resolved.

Manufacturer narrative:
Continuation of d10: product ID 977a260 serial# (B)(6) implanted: (B)(6) 2024 product type lead. Product ID 977a260 serial# (B)(6) implanted: (B)(6) 2024 product type lead. Section d information references the main component of the system. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(6), ubd: 29-may-2028, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(6), ubd: 29-may-2028, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.